Event description:
When inserting a foley, the balloon would not inflate greater than 1ml. I removed the fluid from the balloon to remove the foley, discarded the fluid, and then drew back again to remove any additional fluid. When no additional fluid came out, I removed the foley catheter, but there was still a small amount of fluid in the balloon.